Event description:
The complainant reported that a 76-year-old male patient had a hematoma at their groin during impella cp support. The patient was given one unit of packed red blood cells and one unit of fresh-frozen plasma. A sandbag was placed also to manage the condition. Support was continued with the implanted pump.

Manufacturer narrative:
The impella device was not received from the customer and therefore, an evaluation of the device was not possible. Upon investigation closure, a supplemental MDR will be filed. Instructions for use for the related event are as follows: ¿assess access site for bleeding and hematoma.¿ ¿remove the peel-away introducer completely from the artery over the catheter shaft to prevent trauma and significant bleeding and apply manual pressure above the puncture site.¿ ¿potential adverse events (united states) acute renal dysfunction, aortic valve injury, bleeding, cardiogenic shock, cerebral vascular accident/stroke, death, hemolysis, limb ischemia, myocardial infarction, renal failure, thrombocytopenia and vascular injury.¿

Manufacturer narrative:
The investigation into access site bleeding ¿ major issue has been completed since the original report was filed. The device was not returned for investigation. The root cause of the access site bleeding - major was not determined since product was not returned and there is a lack of clinical details.